Event description:
The pt presented after developing high flow alarms and power spikes. Vad: flow: 8.0l. Speed: 2700. Watts 5.8. He presented to (B)(6) hospital in (B)(6) and subsequently transferred to tmc secondary to vad thrombosis. Ldh was found to be 3079 and cola-colored urine. He was given fluids and lasix initially to maintain euvolemia. He had daily ua and ldh. He was started on bivalirudin per protocol. Log files were obtained and sent to the MFR for analysis and eval. He had an lvad exchange on (B)(6) 2016 requiring flolan, dobutamine and levophed post operatively. He was eventually weaned off all pressors.